Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer was jammed and unable to issue a 0.9% sodium chloride 1000 ml bag. The drawer would not open.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed. A technical support specialist remoted into the system and confirmed that the drawer was populating correctly in tester; however, the drawer did not open. The tss tried to contact customer for further assistance. The tss had been waiting for a response from the customer, but no reply was received regarding further assistance. Therefore, the technical support specialist closed the case.